Manufacturer narrative:
The device was returned to zoll (B)(4) and the high voltage module was replaced to resolve the report. The device was recertified and returned to the customer. The high voltage module was returned to zoll medical corporation, united states. The malfunction was attributed to lifted pads on a connector on the high voltage module. The high voltage module was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 108" error message. Complainant indicated that there was no patient involvement in the reported malfunction.